Event description:
It was reported that during a pre-shift check, the customer noticed that the device had the service indicator led on. It was also observed that the multiple event codes were logged into the device's memory and that the device could not deliver a defibrillation shock. After clearing the event codes from the device's memory and then rebooting the device, it was observed that the event codes reappeared in the device's memory. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control service representative evaluated the device and verified the reported failure. He observed that the therapy connector designator j106 located on the biphasic pcb assembly was not fully seated. He further evaluated the connector designator j106 and found a small piece of debris inside the connector and prevented the therapy cable plug from being fully inserted into the connector designator j106. After removing the debris from the connector designator j106, he observed proper device operation through functional and performance testing. After repair, the device was returned to the customer for use.